Event description:
Initial complaint description stated that the "radiopaque tip of worley sheath broke off in pt. Tip remains in pt - pulmonary artery branch."

Manufacturer narrative:
Device history record (drh) review indicates the proper materials and mfg methods were used to produce this lot of materials. Eval of the returned device found the ro material fractured. Ro to sheath bond is present. Remaining ro material felt brittle. Eval of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. Presumptive root cause is that a force applied to tip segment exceeded material strength causing the ro tip to fracture. The returned device is consistent with ro tip degradation due to extended time exposure to heat, light, and/or other environmental conditions. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and mfg methods to provide a more robust ro/soft tip.